Event description:
As reported by the (B)(6), the site indicated that twenty-four hours post index procedure the patient experienced the event of myocardial infarction. Baseline nih score was 0. The patient had restenosis at the site of the previous cea. The patient was asymptomatic at the time of the intervention. Pta was performed on an 80% occluded lesion 7 mm in length in the proximal left internal carotid artery. The concentric arch I lesion was moderately calcified and severely tortuous. A 5 mm medium support angioguard device was deployed and a 9 x 30 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the suite. Just prior to discharge, the patient had a non-q wave mi. Once he was stabilized, he was then taken to the cardiac catheterization lab wherein one drug eluding cardiac stent was placed. The patient was discharged three days after the index procedure. The patient did have a complete recovery.

Manufacturer narrative:
Upon further review, the information was evaluated and determined to be not related to the implanted precise stent. In addition, as stated by the site 'he had one drug eluding cardiac stent placed during the catheterization. The mi was not discovered during the catheterization. The patient experienced a v-fib arrest immediately prior to discharge. Once he was stabilized, he was then taken to the cardiac cath lab wherein the stent was placed.' Therefore, this does not meet the criteria of a serious injury and no further reports are forthcoming regarding this event.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.